Event description:
The report received from the (B) (4) study indicated that the patient was enrolled in the study and had a successful precise 10 x 30 stent implantation in the mid left common carotid artery during the study index procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. There were no product issues or adverse events reported prior to the patient's discharge. The patient was discharged the day after the procedure. Approximately five months after the study, the patient was reported to have expired. The event was reported to be unrelated to the study device, procedure, or any cordis product. Additional information has been requested.

Manufacturer narrative:
The target lesion for the study index procedure is the left common carotid artery. The patient was symptomatic. The lesion was reported to be: 9.4 mm reference diameter, 5 mm length, a 71% stenosis, moderately tortuous, not calcified, and absent of thrombus. The lesion was not pre-dilated. A 6 mm angioguard embolic protection device was used for the procedure. A precise 10 x 30 stent was implanted at the target lesion. The residual stenosis was 0%. The device remains implanted in the patient and is not available for inspection. Additional information will be submitted within 30 days upon receipt.

Event description:
The customer reported motor error and other alarms. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Complaint conclusion; the report received from the sapphire study indicated that the patient was enrolled in the study and had a successful precise 10 x 30 stent implantation in the mid left common carotid artery during the study index procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. There were no product issues or adverse events reported prior to the patient's discharge. The patient was discharged the day after the procedure. Approximately five months after the index procedure, the patient was reported to have expired. The event was reported to be unrelated to the study device, procedure, or any cordis product. The patient was in the hospital at the time secondary to small bowel obstruction and pancolitis and went into a-fib with rapid ventricular rate with clear and abrupt mental status changes. The patient was discharged to hospice. At this time it is unknown if the patient's decline into a-fib with rvr was the cause of a possible stroke or if some other etiology was responsible for the patient's demise. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13378200 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. .